Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2000 and an initial right total hip arthroplasty on an unknown date with unknown product. Subsequently, patient's left hip dislocated in 2008, 2009 and 2014. Patient underwent a left hip revision procedure on (B)(6) 2015 due to instability and implant squeaking. The modular head and acetabular cup were removed and replaced with a competitor cup and a biomet head. There has been no reported right hip revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions."